Event description:
In 2007- dentist gave me fresh cleanse to clean invisalign. Used it according to instructions. During that month, got eye infections, frequent urination, left eye drooping, ringing in ears. Didn't connect it to braces/denture cleanser. In early 2008, dentist gave me new invisalign uppers and polident tablets. Next day had chest pain, heart surgery (but had a cold, so didn't connect ot invisalign/cleanser). Over next few weeks to the following month several ER and doctor visits, had chest pain, face numb, tingling feet and hands, heart palpitations, fever and chills, felt like burning inside me, severe acid/gastro reflux, dizzy and lightheaded, pain in neck/jaw/back/face, nausea, sore throat, high bp, tremors. Stopped using both products the same day. Some symptoms have subsided, but still have chest pain, urinary pain, tremors, racing heart, acid reflux. Products were all used according to instructions. Dates of use: 2007 to 2008. Event abated after use stopped or dose reduced? Yes, still serious health issues after one month.